Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine generator replacement. During the pre-operation interrogation, it was found that the patient's right ventricular lead exhibited high capture threshold and low, steadily decreasing pacing impedance. The lead was capped and replaced on (B)(6) 2021. The patient was stable.